Event description:
Reportable based on the device analysis completed on 10aug2025. It was reported that the guidewire was kinked. The severely calcified target lesion was located in the right coronary artery. Rotawire 330cm gw(5pk) flop was selected for use. Prior to the procedure after unpacking, the guidewire was kinked. The procedure was completed with another of the same device. There were no patient complications and the patient was stable after the procedure. However, device analysis revealed that the spring tip was detached from the core wire.

Manufacturer narrative:
E1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual examination revealed that the body of the guidewire was kinked. A detailed microscope inspection revealed that the spring tip was detached and did not return for analysis. Dimensional inspection found that the total length of the device was between the tolerances established.